Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the 9800 system would not produce an x-ray. No patient injury was reported.